Event description:
During an in clinic follow up, oversensing was noted on the right ventricular (RV) lead. Subsequently, the patient received inappropriate shocks. Imaging was performed and the RV lead was found dislodged. The RV lead was successfully repositioned to resolve this event. The patient was stable.